Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. Therefore a visual and functional evaluation of the console could not be done, and the reported issue where the console screen going from black to the blue manual icon could not be confirmed. The case files were downloaded from the device and provided for investigation. The naviosystem and xsession logs were reviewed. The ¿unexpected pfs failure¿ error was confirmed to occur when the user had transitioned from the surgical preferences screen back to the drill check work flow. This can occur when going from a non-active drill state (surgeon preference screen) to an active handpiece state (drill check). The user then exited the application. When going back into the case, an internal error occurred. Further log review found that the internal error was presented to the user when going back into the case, not when exiting the case. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. These errors are being further investigated by the software engineering team. No containment or corrective actions are recommended at this time d10: add concomitants.

Event description:
It was reported that, during a cori install for a lab/demo, they were trying to run through a couple of sawbones to verify that everything was working properly. During that time they had three separate incidents. After successfully cutting the sawbone, they wanted to try another drill. They created a new case and began to register the already unevenly cut sawbone. When mapping the irregular femur, they left the foot off of the pedal and the screen went completely black and the blue manual icon popped up on the console.. They proceeded with a reboot, but did not move further. Finally, the last error that they received was the "unexpected pfs failure" this occurred after backing out quickly of a calibration step by step. It prompted them immediately with this error, and after quitting, they receive an internal error. No patient was involved. No other complications were reported.